Event description:
We received the report from the customer medwatch form. Customer reported the interventional radiologist was attempting to perform a bone biopsy of the rt illiac bone. The needle broke off and half of the needle stayed inside of the pt. A surgeon was called to remove the needle from the bone.

Manufacturer narrative:
The complaint was received from the customer medwatch form. They reported the osty-core needle was the suspect device, but reported the lot number of the co-axial introducer that was used during the procedure also. Angiotech contacted the customer to confirm the defective product. The customer noted it was the osty-core biopsy needle. The complaint info was forwarded to the supplier of the raw material needs to inspect raw material of the needles. They found no anomalies that would help determine the root cause of the defect reported. It is possible excessive force was used, which caused the needle to break. Eval of device sample is required to make this determination, however, the customer discarded the device.